Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed in 2009. According to the complainant, upon completion of clip placement, it was noticed that an extra metal piece was deployed inside the patient. A biopsy forceps was placed down the scope to retrieve the metal piece. The physician retrieved the fragments, because he was concerned with leaving them inside of the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.